Event description:
The device had no audible audio alarms. The customer support engineer (cse) verified that the audio alarm was not functioning. The cse inspected the device and replaced the motherboard. The unit passed extended self testing. This report is not an admission by that this device caused or contributed to the event alleged in this report.